Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited whitish foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: e2, e3, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered/clogged in air/water-channel and air/water-cylinder. The foreign material was not removed because reprocessing could not be conducted properly due to leakage from biopsy channel and forceps elevator. However, a definitive root cause for the foreign material could not be established. The instructions for use states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.